Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2014-12686, 1627487-2014-12681, 1627487-2014-12682. It was reported the patient has not used or charged his scs system for 18 months. The patient reported he was not experiencing pain relief from the scs system and experienced pain at the ipg site. The patient wants to have the system explanted.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.